Event description:
The patient has elevated ldh readings beginning about 8 months ago and persantine 75 mg tid was added to his regimen of asa 325 mg and coumadin with goal inr 2-3. His ldh levels returned to baseline but would intermittently increase with normal plasma free hbg, lfts, and total bilirubin. He had no clinical signs of thrombus or abnormal pump parameters at that time. In (B)(6) 2016 he underwent elective endovascular repair of aaa for which he was admitted to the surgery and heparin bridged. Prior to the surgery his ldh was in the 700's and remained stable post op. He was seen in clinic in early (B)(6) with a ldh of 1213 of persantine, asa and coumadin. Repeat ldh a few days later had decreased 940. On (B)(6) 2016 the patient was admitted to the hospital with dark urine and studies were consistent with lvad pump thrombus. He was given tpa, however required intubation for alveolar hemorrhage. His conditioned worsened with renal and hepatic impairment on his family chose to withdraw care on (B)(6) 2016.